Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. Fse replaced the defective front bezel to address the reported problem.

Event description:
The caller reported that the nav-ring was defective. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.